Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.